Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of dislodged conductor wire to be related to the customer complaint. The maryland bipolar forceps instrument was found to have a dislodged conductor wire at the distal end. The maryland bipolar forceps instrument was found to have a segment of the conductor wire exposed. The wire insulation was not damaged. The maryland bipolar forceps was placed and driven on an in-house system. The maryland bipolar forceps instrument passed recognition, engagement, electrical continuity, and energy delivery tests. The maryland bipolar forceps moved intuitively with full range of motion in all directions. The grips opened and closed properly. No signs of thermal damage were observed. An additional observation not reported by site: the maryland bipolar forceps was found to have dried residue on the clamping pulleys. The complaint regarding the maryland bipolar forceps bipolar cable has a hole was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the bipolar cable on a maryland bipolar forceps instrument had a hole, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint regarding the maryland bipolar forceps bipolar cable having a hole was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the bipolar cable on a maryland bipolar forceps instrument had a hole in its sheathing. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the bipolar cable on a maryland bipolar forceps instrument had a hole in its sheathing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue was discovered on (B)(6)2022 during central processing. The instrument was inspected prior to its use in the prostatectomy procedure on (B)(6)2022 and the instrument did not collide with any other instrument or tool during the procedure. The customer clarified that this instrument did not malfunction during the case and that they just noticed it in central processing. There was no patient injury. The procedure was completed robotically.